Event description:
It was reported that the user received an occlusion alert on the ilet pump, was concerned insulin was not delivering, and noted a blood glucose of approximately 365 mg/dl after a meal; troubleshooting included disconnecting the infusion set and performing fill tubing only, which showed insulin flow with visible drops, after which the set was reconnected and no alerts remained. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an alleged lack of effect with no device problem found, and insufficient information regarding a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.